Event description:
Customer reported the system displays an iris potentiometer error upon boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a calibration of the collimator stop. System operates as intended.